Event description:
The following description of the event was copied from an e-mail received on (B)(4) 2012, from a carefusion sales rep. "Below is an e-mail from a customer, [facility name removed]. They are lp users and the infant in the email below has suffered breakdown from using the size small lp mask. They tried switching to prongs the xs prongs were too small and leaked the small prongs were too large and the users were unable to insert without the prongs collapsing." "We have a baby on si-pap and her face is getting smooshed with the new set up. Can you come take a look at her so you can let the company know that this really isn't acceptable? She failed the high flow nc yesterday and we are afraid that she will have facial deformity from, this with a smooshed nose and a protruding lower jaw and receding cheek bones."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Derived based on information received on an e-mail from a carefusion sales rep. (B)(4) - (squashed nose, protruding lower jaw and receding cheek bones). (B)(4). Carefusion did not request the return of the used patient circuit, generator, nasal masks and nasal prongs for evaluation. Carefusion determined that the user facility's possible lack of experience with the new carefusion infant flow ncpap system (generator, mask, prongs and headgear) was the most likely underlying cause of the reported event. The carefusion sales rep. Reported that the user facility has reverted back to using the airlife ncpap system and that the patient has been discharged from the hospital. There is no report of the patient requiring any medical intervention to correct the reported smooshed nose, protruding lower jaw, and receding cheek bones. Carefusion has reported additional information from the user facility with no response as of yet.